Manufacturer narrative:
The investigation is in progress. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the sample was released according to manufacture acceptance criteria. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A root cause has not been identified. (B)(4).

Event description:
A customer reported that the scissor tip broke inside a patient's eye. Additional information was received reporting there was no harm or injury to the patient. Also, the instrument used during the event was approximately five years old, but had not been used often. Additional information has been requested.